Manufacturer narrative:
Pump was received with no button response due to lcd keypad connector unlocked. Unable to confirm under delivery anomaly or perform the delivery accuracy test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed stop current test. No unexpected dark screen or display anomaly noted. Pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer was unable to read the insulin pump. Customer also mentioned the screen was dark gray and the buttons were hard to press. Customer's blood glucose level was 600 mg/dl. The customer experienced back pain. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.